Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings, functional check and backlight anomaly from the insulin pump. The customer's blood glucose reading was 40 mg/dl. The customer treated with food. The customer complained about sensor glucose versus blood glucose issues and stated that the backlight on the pump does not work. The customer stated that the buttons on the pump looked worn out. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the pump was not worn during an MRI. The customer stated that the pump passed self-test.